Event description:
It was reported that post open heart surgery the pt rec'd a transfusion through the device at approximately 2:15 p.m. The pt's blood pressure immediately dropped from 94/52mmhg to 50/38mmhg. A second transfusion was given at 6:30 p.m. And the pt's blood pressure dropped from 129/69mmhg to 117/62mmhg to 88/46mmhg halfway through the transfusion. No pt sequelae were reported.